Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('type of surgery removal of coil which perforated the fallopian tube, pain , perforation (fallopian tube(s))/ failure to occlude (close) fallopian tube(s),'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and multiple episodes of device dislocation ('essure coil was noted to be in the posterior cul-de-sac imbedded in the epiploica of the colon admixed with fibrotic tissue', 'malposition of essure device location of device at an angle/migration of essure device location of device one free floating/ essure coil in abdomen') in a 39-year-old female patient who had essure (batch no. B53556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, blood pressure high and gerd. Concurrent conditions included abdominal pain lower. Concomitant products included amitriptyline since 2010, diazepam (valium) since 2009, lisinopril since 2004, metformin since (B)(6) 2013, omeprazole;sodium bicarbonate (zegerd) since 2009, ondansetron (zofran) since 2009 and prednisone from 2009 to 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain: pelvic") and abdominal pain lower ("pain: lower abdominal right,left"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and lichen sclerosus ("autoimmune disorder type of disorder lichen sclerosis"). The patient was treated with surgery (ablation, surgical removal of coil(s), surgical removal of coil(s) -burning of left fallopian tube and tubal ligation and removal of free floating coil). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, the last episode of device dislocation, menorrhagia, vaginal haemorrhage and lichen sclerosus outcome was unknown and the alopecia, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, fallopian tube perforation, lichen sclerosus, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: insertion details:- the number of expanded coils that appeared trailing into the uterine cavity was 0 from the right tube. The number of expanded coils that appeared trailing into the uterine cavity was 8 from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.(as per pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil was noted to be in the posterior cul-de-sac imbedded in the epiploica of the colon admixed with fibrotic tissue'), fallopian tube perforation ('type of surgery removal of coil which perforated the fallopian tube, pain , perforation (fallopian tube(s))/ failure to occlude (close) fallopian tube(s),'), device dislocation ('malposition of essure device location of device at an angle/migration of essure device location of device one free floating/ essure coil in abdomen') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6)-year-old female patient who had essure (batch no. B53556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, blood pressure high and gerd. Concurrent conditions included abdominal pain lower. Concomitant products included amitriptyline since 2010, diazepam (valium) since 2009, lisinopril since 2004, metformin since (B)(6) 2013, omeprazole;sodium bicarbonate (zegerd) since 2009, ondansetron (zofran) since 2009 and prednisone from 2009 to 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain: pelvic") and abdominal pain lower ("pain: lower abdominal right,left"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and lichen sclerosus ("autoimmune disorder type of disorder lichen sclerosis"). The patient was treated with surgery (ablation, surgical removal of coil(s), surgical removal of coil(s) -burning of left fallopian tube and tubal ligation and removal of free floating coil). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, fallopian tube perforation, device dislocation, menorrhagia, vaginal haemorrhage and lichen sclerosus outcome was unknown and the alopecia, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, device dislocation, embedded device, fallopian tube perforation, lichen sclerosus, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:- the number of expanded coils that appeared trailing into the uterine cavity was 0 from the right tube. The number of expanded coils that appeared trailing into the uterine cavity was 8 from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion.(as per pfs). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number was added. Case become valid and incident. Injury nos replaced with new events. Added event abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: lichen sclerosis, malposition of essure device location of device: at an angle/migration of essure device location of device: one free floating, perforation (fallopian tube(s)), hair loss, pelvic pain, lower abdominal pain. Essure coil was noted to be in the posterior cul-de-sac imbedded in the epiploica of the colon. Reporter's information was added. Patient's demographics was added. Medical history, concomitant conditions, concomitant drugs was added. Updated outcome of events from pelvic pain, lower abdominal pain, hair loss from unknown to recovered/resolved. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.